Manufacturer narrative:
This report is submitted on april 27, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was electively explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 25, 2022.